Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number:(B)(4).

Event description:
It was reported that (B)(6) hispanic female patient who underwent primary breast augmentation surgery with two unspecified smooth saline breast implants experienced bilateral deflation post procedure. As a result, patient has a planned explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On march 2, 2022, mentor became aware that patient's event day has been updated to (B)(6) 2022. Implantation date is on (B)(6) 1998. Patient's race is caucasian. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On april 1, 2022, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Patient was replaced with two non mentor allergan breast implants. Manufacturer¿s reference number: (B)(4).